Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade. During the last ablation in the right ventricular outflow tract (rvot) there was a slight blood pressure drop and a pericardial effusion was discovered. The pericardial effusion was confirmed by intracardiac ultrasound. The medical intervention provided was a pericardiocentesis to remove unspecified amount of fluid. The patient stabilized, bleeding stopped. The patient was moved to the intensive care unit for observation. The patient fully recovered with no residual effects. There is no information about extended hospitalization. The physician believed the thermocool® smart touch® sf bi-directional navigation catheter, and aggressive ablations, may have been responsible for the event. There were high force readings between 30-40 grams, at one point 60 grams of force was reached. There was patient movement during a couple of the early ablations, and higher force readings were noted at this time. The physician later stated that in their opinion the event was procedure related. No transseptal puncture was performed. No steam pop was reported. The flow setting was set to 15 ml/min. No error messages on the biosense webster, inc. Equipment were reported. No biosense webster inc. Product deficiencies were reported. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. It was not known if the carto 3 system indicated to re-zero the catheter. Whether a perforation had occurred, its exact timing and the location is unknown. On (B)(6) 2019, additional information was received on the event. The soundstar catheter was inserted at the beginning of the procedure with the thermocool® smart touch® sf bi-directional navigation catheter. Once the mapping and ablation started, the view of left ventricle was discontinued. The biosense webster field representative did not recall if ice was being used to monitor the ventricle while they we were mapping and ablating. It could have been imaging some other tissue. The biosense webster field representative also did not recall the exact location of that catheter the entire time. Since cardiac tamponade may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable. The high force issue was assessed as not reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low.